Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. Additionally, alleges the patient has sustained physical injuries, including inappropriate therapies, severe emotional distress, and economic and consequential damages due to the 'defective'/fractured lead. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based on device return and analysis. If additional information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor fractured under the rv coil; full lead returned for analysis.

Event description:
The device was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.